Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance. Patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 09:00:05. Daily hv-lead impedance trend data shows a spike impedance decrease for defib active can on impedance = 42 to 10 ohms minimum between (B)(4) 2012, then returning to 46 ohms on (B)(4) 2012. (B)(4) the device was returned, analyzed, and no anomalies found.

Event description:
It was reported that the patient had to be externally resuscitated after only partial therapy was delivered during an episode of ventricular fibrillation [vf]. It was also reported that the high voltage coil of the right ventricular [rv] lead had low impedance measurements, a zero impedance reading was measured, there was a high sensing integrity count [sic] and a lead warning was triggered. Additionally, the device and rv lead failed to convert vf during defibrillation threshold testing. The rv lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.